Event description:
The account stated that the cell-dyn sapphire analyzer has generated an incorrect differential on a patient with acute myelocytic leukemia. The account stated that the analyzer counted all monocytes as neutraphils but the manual count gave a "different" count. The incorrect result was reported to the physician and chemotherapy was given to the patient. The physician was given the corrected results after the chemotherapy was given. An incident report was filed. There was no other patient information provided.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation: interfering substance, sample-related issue. On 11/17/2008, a hospital reported that the cell-dyn sapphire generated incorrect differential value on a patient sample. The customer called about white blood count (wbc) differential for a neonate micro sample, the volume was sufficient to run twice on the same analyzer. The analyzer gave incorrect differential results by counting all monocytes as neutrophils; however, the manual count gave a different count. Due to the incorrect count result, chemotherapy was administered. Fifteen (15) pages of data were received from the customer to aid with the investigation. Investigation of the data provided by the customer found that the issue was seen on the micro sample; however, the customer did not observed the same issue on previous or subsequent samples. During a field service engineer (fse) visit on 11/20/2008, precision was run on the instrument, which passed. The instrument was within specification. The cell-dyn sapphire system operators manual, under section 7, operational precautions and limitations, pages 7-8 through 7-10, provides a list of interfering substances and condition that can affect the cell-dyn sapphire parameters. Page 7-10 indicates that the cell-dyn sapphire has been validated for its intended use. However, error can occur due to potential operator errors and cell-dyn sapphire system technology limitations. Results obtained in the cell-dyn sapphire must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. A review of the abbott reports did not indicate any adverse trend for the cell-dyn sapphire, related to the reported issue. Based on the investigation, no product issue was identified for the cell-dyn sapphire, for the reported issue. This is the final report